Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 190 samples were taken from the current production. The samples were visually inspected and issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Customer complaint cannot be confirmed. In order to perform a proper and thorough investigation it is necessary to have the device sample involved in the complaint. Root cause is unknown. Corrective actions cannot be established at this time. If the device sample becomes available, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "dr. (B)(6) went to intubate the patient and the catheter that they use to inject air into the balloon fell right off." Event reported as during use. Customer reports no harm to patient.